Manufacturer narrative:
Patient information:unk. This product is not marketed in the us. Claim # (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticmo12.6,-18.0/2.5/093 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2021. On (B)(6) 2021 the lens was exchanged for a shorter length lens and similar power due to excessive vault. This exchange resolved the problem. Cause of event was unknown.